Event description:
We received a report that during the implantation of an intraocular lens (iol) the iol ''popped out'' of the silver cartridge and into the patient's eye, whereby the patient's capsule broke. The iol was removed, a vitrectomy was performed and a lens placed in the sulcus. It was reported that patient is doing okay and nor further complications were reported.

Manufacturer narrative:
The returned lens was inspected at the manufacturing site under 10x microscope magnification. Visual inspection of the returned sample revealed that the lens was received with surface residue (debris/ particles) and appeared to have evidence of viscoelastic, ovd (ophthalmic viscosurgical device), compatible with handling, such as during the implant and explant process. Also, the returned sample had one haptic broken and the optic was torn. The cosmetic conditions observed in the sample returned are consistent with a lens that has been used and explanted. No cosmetic conditions related with manufacturing process were identified in the sample returned. Based on the manufacturing record review, the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system does not show any change in manufacturing method, inspections or specifications that could be related with the complaint type. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Section f completed by the manufacturer. All pertinent information available to the manufacturer has been submitted.